Event description:
Rn noted that tube feed tubing was leaking at the point of insertion into the tube feed bottle. Attempted to tighten connection and the leak was still occurring. Changed to a second set with the same lot number and it leaked again in a different place on the tubing. Patient was not affected. Obtained a third tube feed set with a different lot number and that did not leak. Notified storeroom and nursing operations leadership who contacted vendor. FDA safety report ID # (B)(4).